Manufacturer narrative:
Device evaluation: 1 unit of lot number c2281495 of echo-19 was returned in its original packaging for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 02nd of december 2025. Visual inspection: device returned with needle exposed and needle handle at position 0. Distal end of needle examined and break observed. Broken tip of the needle not returned. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract with difficulties but needle would not advance or retract. Stylet removed from the device with slight difficulties. Stylet examined and no issues observed. Attempt to reinsert the stylet but unable to. Needle removed from device and break observed below sheath extender. The reported failure was observed. There have been several attempts made to obtain additional information. Should additional information be made available, the file will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2281495. A review of the manufacturing records for echo-19 of lot number c2281495 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. A potential root cause may be related to a flexed or twisted position of the device within the scope, or the device being held at an angle during the procedure. Such positioning could lead to proximal needle breakage and may prevent the needle from exiting the sheath, resulting in the needle advancement difficulty reported by the user. Based on the information provided, the user manually pushed the needle out. The additional force applied to manually advance the needle may have led to needle separation subsequently resulting in the inability of the needle to retract. The distal needle break was confirmed to have occurred outside the scope. The physician cut off the distal end for safety reasons while handling the device for return. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA . Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: needle cannot be advanced or retracted confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A potential root cause may be related to a flexed or twisted position of the device within the scope, or the device being held at an angle during the procedure. Such positioning could lead to proximal needle breakage and may prevent the needle from exiting the sheath, resulting in the needle advancement difficulty reported by the user. Based on the information provided, the user manually pushed the needle out. The additional force applied to manually advance the needle may have led to needle separation subsequently resulting in the inability of the needle to retract. The distal needle break was confirmed to have occurred outside the scope. The physician cut off the distal end for safety reasons while handling the device for return. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07 jan 2026.

Event description:
Description of event: during a fine needle aspiration (fna) biopsy of the pancreas using an endoscopic ultrasound (eus) system, the needle length was adjusted. Upon preparing for the puncture, the needle could not be advanced. The device was retracted, and the needle was manually pushed out. Subsequently, the outer sheath could not be retracted. A complaint was filed. Due to the inability to retract the needle, the physician manually clipped off the needle tip for safety reasons to prevent accidental injury. The procedure was successfully completed after replacing the device with same rpn. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions